Manufacturer narrative:
Additional information: according to the information received from the field a technical implant failure seems likely. However, to determine an exact root cause device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
The user's parents reported observing a decline in hearing performance starting in (B)(6) 2025. The user has been re-implanted.

Manufacturer narrative:
Conclusion: the device investigation revealed a defective welding joint between feed-through pin and the implant coil. Other mechanical damages found during investigation are very likely related to the removal surgery. The investigation results appear to match the problems mentioned in the user report. This is a final report.

Event description:
The user's parents reported observing a decline in hearing performance starting in march 2025. The user has been re-implanted.

Event description:
The user's parents reported observing a decline in hearing performance starting in (B)(6) 2025. The user underwent the explantation at (B)(6) hospital on (B)(6) 2025. A re-implantation was done on the same day.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.